Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving diluadid, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that patients old pump just stopped. Per the reporter it was time to replace it anyway. No further complications were reported.